Event description:
Per independent repair center statement, the unit was alarming or red light. The key failure was the pilot valve not shifting. Repair statement also indicates the replacement of tie wraps.